Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Reportedly, customer notes that bgs tend to elevate when there is about 100 units of insulin remaining in cartridge. System check with tandem technical support indicated pump was functioning as expected. Recommendation was made to consult with health care provider to discuss diabetes management.